Manufacturer narrative:
The event of "capsular contracture unknown baker grade " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade and anxiety-product/procedure.

Event description:
Healthcare professional reported left side exchange of textured device due to patient's concern with product. Healthcare professional additionally reported capsular contracture, baker grade: unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, red particles in device outer surface, white particles calcification -like in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified, one opening striated, wear abrasion and partial delamination of plug strap disk shell. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: partial delamination of plug strap disk shell assessed, as adhesive failure. One opening striated in the side anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, left side exchange of textured device, due to patient's concern with product. Healthcare professional additionally reported, capsular contracture, baker grade unknown. Device has been explanted.